Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has detected jumps in right ventricular (rv) lead pacing impedance from 550 to 3000 ohms since device replacement in 2019. Device stress testing is always over 3000 ohms. Thresholds are within normal range. The physician decided to perform a defibrillation threshold (dft) test, which was normal. Technical services (ts) was consulted for further review. Of note, the rv lead is a non-boston scientific product. No additional adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has detected jumps in right ventricular (rv) lead pacing impedance from 550 to 3000 ohms since device replacement in 2019. Device stress testing is always over 3000 ohms. Thresholds are within normal range. The physician decided to perform a defibrillation threshold (dft) test, which was normal. Technical services (ts) was consulted for further review. Of note, the rv lead is a non-boston scientific product. No additional adverse patient effects were reported. This ICD system remains in service. Technical services reviewed available device data and noted since in-office provocations showed impedance greater than 3000 ohms, a potential lead impairment scenario is suspected, further supported by the variable threshold. Thus, from their evaluation, despite improvement of the parameters after the conversion testing, lead impairment cannot be excluded. At this point, the recommendation would be to exhaustively troubleshoot to verify mechanical integrity of the non-boston scientific lead.